Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which showed reported issue was recorded. The issue was traced to the device's speaker, which was observed to be broken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device speaker, bottom case, right plunger case, left and right clutch, clutch spring, worm coupling, and motor were replaced and the device passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited system failure and colon acu watchdog failure. There was no patient involvement, no patient injury was reported.